Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check had failed and atrial therapies turned off. The ra lead was reprogrammed and the patient was sent to their went to cardiologist for an in-office interrogation. The ra lead remains in use. No patient complications have been reported as a result of this event.